Manufacturer narrative:
Device evaluation of monitor sn (B)(4) was completed.  The reported problem (adjust belt messages) was confirmed. Upon investigation the monitor failed incoming testing and displayed check therapy electrodes. The cause for the failure was a defective k700 component measuring open on the computer/analog board and k1, k2, and k3 defective components measuring open on the defibrillator pca and computer/analog board. The root cause for the defective components could not be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor reported that a patient was receiving adjust belt messages.